Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that server error application runtime error. A technical support specialist discovered that the database server virtual machine was offline. The site team successfully restored the virtual machine, thereby resolving the issue. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system server error application runtime error. There were no adverse events or injuries reported based on this event.